Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The article "magnetic resonance imaging findings in painful metal-on-metal hips" by shiraz a. Sabah, bsc, adam w.m. Mitchell, frcr, johann henckel, mrcs, ann sandison, mrcpath, john a. Skinner, frcs (orth), and alister j. Hart, frcsg (orth) published by the journal of arthroplasty volume 26 no. 1 2011 on 15 november 2009 was reviewed for mdv reportability. The article's purpose was to provide an additional study to previous studies of whether metal artifcact reduction sequence magenetic resonance imaging provide the means to detect exaggerated inflammatory responses to mom hip failures. The study includes 31 patients (12 male, 19 female) with 35 hip resurfacings and 7 modular stemmed prostheses with unexplained painful mom hips with MRI reading a median of 28 months post primary operation (11 patients had bilateral mom prostheses). The article indicates a total of 10 hips underwent revision surgery for reasons: hip pain (6), infection (3), impingement (1); 9 of the revisions (1 excluded because capsular tissue not present) had histological results: infection (3), extensive necrosis (1), a reaction featuring a histiocytic proliferation in subsurface tissue, associated with lymphoid aggregates in the deeper aspect (5). Table 1 lists all 31 patients by case number with platform identified without gender identification and without specific adverse events or interventions. Table 1 identifies asr resurfacing in four patients (#13, #14, #18, #19) and asr xl with corail stem in one patient (#5). This complaint captures patient #14 with identified adverse event with surgical intervention of revision. Patient #14 is a (B)(6) yo female who received asr resurfacing implant. The article indicates she underwent revision surgery and hip neocapsule was obtained for histologic examination. "This showed a subsurface band of macrophages and perivascular lymphocyte aggregates...the role of this reaction in the failure of her implant is unclear.